Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced ten infusion sets tubing detached events on 11-oct-2024 from connector. Infusion sets were used for 24-48 hours. Patient resolved the issue by using tap at the site. No further information was available.

Manufacturer narrative:
Initial and final (B)(4)- device 4 of 10. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.